Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot# serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a coupling problem. Since implant, the patient had not gotten any more than 0 bars on the implantable neurostimulator recharger (insr) device. A manufacturing representative (rep) worked with the patient today but could not get anything above 0 bars. The patient could sustain 0 bars of coupling and could get to 50% charge level. The patient¿s wife also had a compatible insr and the patient could not get anything above 0 bars with his wife¿s insr. It was noted that the patient had a heavier stature. When the patient sat down, the implantable neurostimulator (ins) appeared to poke out and sat at an angle. The rep could feel the ins was upside down in the pocket. The rep could palpate the bottom part of the ins but not the top part. The patient had a difficult time keeping the ins charged due to poor coupling and the ins had turned off because it had become discharged. It was noted that when they implanted the ins, there were no extensions available so that they could place it in the abdomen so the ins was placed in the patient¿s flank area towards the side of the hip. The patient was getting stimulation in the back and legs but they were discussing doing a revision of the ins to move it to the abdomen. It was later reported that a revision was done. The doctor ordered a new ins be placed in the patient as well as extensions to a new pocket. The implant was successful with no coupling issues with the new battery.